Event description:
It was reported that the patient was experiencing increased seizures. The patient was referred for battery replacement. No known surgery has occurred to date. No additional relevant information has been received.

Manufacturer narrative:
Describe event or problem - correction - generator replacement was not included on the initial MDR.

Event description:
It was reported the patient had a generator replacement performed. The explanted devices were noted to have been discarded. No additional relevant information has been received to date.